Event description:
The manufacturer became aware of an allegation that an end user has passed away while using a dreamstation auto CPAP. There is no allegation that the device contributed to the death. No other clinical information or medical interventions were reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported an issue related to a dreamstation auto CPAP. There is no allegation that the device contributed to the death. No other clinical information or medical interventions were reported. The manufacturer received new and relevant information the device was inspected internally and externally. Evaluation results determined no error-191 were found. The sd card, pollen and fine filters were replaced. Additionally, the device was cleaned and passed all tests. Section h6 updated/corrected.